Event description:
In 2008, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical plasma disc decompression procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc at c2/c3. It was reported the patient had no reported complications and no additional treatment is required.

Manufacturer narrative:
Waiting for return of device to complete investigation.